Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain pelvic') in a 36-year-old female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included low back pain, pain in extremity, hallucinations, behaviour disorder, agitation, dyshidrosis, photophobia, discharge, redness, menstrual disorder, neck stiffness, rash, fatigue, gas pain and endometriosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6)2015 for attention deficit/hyperactivity disorder, medroxyprogesterone acetate (depo-provera) since 2011 to (B)(6)2016 for flash hot and night sweats, glycopyrronium bromide (robinul) from (B)(6)2015 to (B)(6)2017 for hyperhidrosis as well as diazepam (valium), ethinylestradiol;norgestimate (sprintec) from (B)(6)2016 to (B)(6)2017, glycopyrronium (glycopyrrolate), hydrocodone, hydrocodone bitartrate;paracetamol (norco), lorazepam, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6)2015 and tramadol from (B)(6)2013 to (B)(6)2018. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6)2016, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). On (B)(6)2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, hot flush, night sweats and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, hot flush, menorrhagia, night sweats, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: essure device was successfully occluded/bilateral occlusion.. Ultrasound scan - on (B)(6)2015: the fallopian tubes were blocked.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, night sweats, hot flashes, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain pelvic') in a 36-year-old female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included low back pain, pain in extremity, hallucinations, behaviour disorder, agitation, dyshidrosis, photophobia, discharge, redness, menstrual disorder nos, neck stiffness, rash, fatigue, gas pain and endometriosis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2015 for attention deficit/hyperactivity disorder, medroxyprogesterone acetate (depo-provera) since 2011 to (B)(6) 2016 for flash hot and night sweats, glycopyrronium bromide (robinul) from (B)(6) 2015 to (B)(6) 2017 for hyperhidrosis as well as diazepam (valium), ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017, glycopyrronium (glycopyrrolate), hydrocodone, hydrocodone bitartrate;paracetamol (norco), lorazepam, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2015 and tramadol from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, hot flush, night sweats and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, hot flush, menorrhagia, night sweats, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/bilateral occlusion. Ultrasound scan - on (B)(6) 2015: the fallopian tubes were blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, night sweats, hot flashes, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), mental anguish, hot flashes, night sweats. Previously reported event- psychological trauma updated to event-depression. Reporter information, medical history, concomitant drug, events onset date, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded/bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events was added- abdominal, dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding) and psych injury. Patient details and product information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.